Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
"It was reported by mrs (B)(6) from protheos, a stryker distributor, that during the surgery, it was found that the inner packaging of the device was damaged whilst the outer box was in good condition. It was further reported that there was no adverse consequence for the patient."